Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with 425cc saline mentor smooth round moderate profile breast implants and experienced baker grade IV capsular contracture on the left side and deflation on the right side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on 1/20/2020, mentor became aware that upon explantation, the right-sided device was found to be intact and not deflated. The patient underwent bilateral device replacement with competitor products. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on december 31, 2020, mentor became aware that the patient underwent bilateral device removal and replacement with allergan srf-605cc smooth, round, silicone breast implants on (B)(6) 2019. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).